Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant the patient fell due to the effects of the anesthesia. The patient was later hospitalized for postoperative deep vein thrombosis and pulmonary embolism.